Manufacturer narrative:
Date of this report: 4/28/2016. Date manufacturer received: 5/24/2016. Product evaluation: the product is shipped in a ridged capsule which likely indicates the devices were not damaged in shipping. When compared to the assembly drawing: visually, the polycel had separated from the stainless steel cores which would have resulted in the reported event. The core is imbedded into the polycel by approximately 0.012" deep according to the drawing and polycel is porous structural foam which makes it susceptible to any sort of mishandling. It was reported that the devices broke during implantation and there was no allegation that they were broke prior to handling. The complaint was confirmed for the alleged malfunction [detached]. (B)(4).

Manufacturer narrative:
Product evaluation: analysis results not available; evaluation expected but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation, ¿the polycel shaft broke off from the titanium shaft connection to the head. All portions of the broken implants were removed from the patient.¿ this occurred with 2 prosthesis during this event. There was no patient impact; a different product was used in their place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.